Event description:
It was reported that the patient presented in clinic for a right atrial (ra) lead extraction due to noise oversensing. The ra lead was explanted and successfully replaced. The patient remained stable throughout.